Manufacturer narrative:
Isi has reviewed the site's system logs with procedure date of (B)(6) 2019, and there were two gastric bypass procedures performed that day at the site. According to the system logs, sureform 60 instruments were used in both procedures and all attempted fires were completed. This complaint is being reported due to the following conclusion: it was reported that after completion of a da vinci-assisted gastric bypass surgical procedure, the patient experienced a post-operative staple line leak. As a result, the patient underwent a second procedure to repair the leak. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that two days after completion of a da vinci-assisted gastric bypass surgical procedure, the patient experienced a post-operative staple line leak. As a result the patient required a second surgery to repair the staple line leak with sutures. It was reported that there were no intraoperative complications during the initial robotic procedure. On 16-october-2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the patient underwent a gastric bypass on (B)(6) 2019. Two days postoperatively, the patient allegedly experienced abdominal pain and had an unspecified diagnostic test done with unknown results. Immediately the patient underwent a second robotic surgical procedure. It was reported that the staple line leak was identified on the pouch of the stomach, where a blue stapler60 reload was fired. The surgeon repaired the staple line leak by oversewing the stomach with sutures. It was confirmed that the initial robotic procedure on (B)(6) 2019 had no intra-operative complications reported. A leak test was performed, and no leakage was detected. The csr confirmed the following: there is no video recording of the procedure available, the surgeon does not use buttress material, and the sureform60 instrument(s) and the stapler60 reloads were discarded. A review of the site logs identified there were two gastric bypass procedure by the same surgeon on (B)(6) 2019. However, at this time it is unclear to which of the two procedures this complaint pertains.